Manufacturer narrative:
H4 - device manufacture date. Lots identified. 33374552 mfg date 26-aug-2020. 33637006 mfg date 17-sep-2024.

Manufacturer narrative:
Lots identified: 33374552. 33637006.

Event description:
It was reported during initial surgery a twist drill fractured during use. A portion of it remains implanted.